Event description:
Correction to b5 of the initial report: it was observed during the device evaluation that the inspection limit for small cavity mode was not satisfied.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Corrections: b5; please see b5 for additional information. H6 component code to remove "477 - led (light emitting diode)". H6 medical device problem code to remove "1198 - electrical /electronic property problem" correction to the g3 of the initial medwatch. The aware date should be 19oct2024. Additional information: d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that air flow as not properly controlled due to the faulty electro-pneumatic proportional valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that the pressure control valve of the insufflation unit did not work and pressure was not maintained. Evaluation also found the leds malfunctioned. There was no patient involvement.